Event description:
It was reported that the device "has been consistently failing to properly grasp the skin during procedures". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box and two photos for investigation. Upon functional inspection, all staples fired properly. However, the bottom component of the complaint sample was observed to be positioned incorrectly, which allows the staples to become misaligned and misfire during use. Additionally, the reported issue could be confirmed from the customer photos. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73f2300576 was manufactured on 06/19/2023 a total of (B)(4) pieces. Lot was released on 06/30/2023. DHR investigation did not show issues related to complaint. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a